Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.

Event description:
A family member reported that the customer, a child received an error message on his fs lite meter and were unable to obtain a reading. As a result, the family member did not administer "the correct dose" of insulin to the child. The child reportedly was seen at the school nurse's office that day and the nurse obtained a reading of "hi" (reading >500mg/ld) on their fs lite meter. The child experienced symptoms of sleepiness, paleness and was not coherant. He was transported to a local hospital, diagnosed with hyperglycemia and diabetic ketoacidosis and treated with insulin. The diagnosis and treatment was consistent with the "hi" adc reading. Adc customer service was unable to clarify what type of error was obtained that morning preventing the customer from obtaining a result. Additionally, the meter is kept at the customer's school, therefore, the meter's serial number and strip lot umber were not provided to adc customer service. There was no report of death or permanent impairment associated with this case.